Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. The customer reloaded to the cartridge to resolve the issue. Customer's blood glucose was not impacted. The customer continued using the pump and had manual injections as alternate insulin therapy.